Manufacturer narrative:
H3: the apollo catheter was returned for analysis. Onyx residue was found within the apollo catheter hub. The apollo catheter distal tip was found detached. The detached tip was not returned. The apollo catheter appears to be occluded with onyx. The ldpe overlap was measured to be 1.8mm, which is within specification (1.0-2.5mm). Based on the device analysis and reported information, the customer¿s ¿catheter resistance¿ report was confirmed as the returned apollo catheter was found occluded with onyx. Onyx likely became exposed to water, saline, blood, or contrast solution, causing the onyx to solidify. This can occur in the hub, catheter lumen, or the needle used to draw the onyx from the vial. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the apollo catheter encountered resistance with onyx. The patient was undergoing a treatment of an arteriovenous malformation. It was noted the patient's vessel tortuosity was minimal. The access vessel was the radial artery with 2mm diameter. It was reported that while using the apollo catheter to deliver onyx for treating an arteriovenous malformation in the p2 segment of the posterior cerebral artery, the surgeon encountered resistance inside the catheter after injecting a portion of the liquid embolic agent. The syringe could not be advanced further. To ensure surgical safety, the apollo catheter was withdrawn and replaced with a new catheter, allowing the procedure to continue. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received that the avm was located in the occipital lobe. The cause of the resistance was not determined. It was unable to be determined if the onyx had premature solidification. There was no kink or damage noticed on the catheter. It was noted that there was no specific waiting/pause time between injections. Injection was continuous. There was onyx reflux. The dead space of the delivery catheter was filled with dmso. There was no surgical or medicinal intervention required.